Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the patient presented in clinic after an alert for high, out of range hv lead impedance was received. The pocket was opened and the lead was disconnected from the device. After cleaning the lead tip and reconnecting to the device all measurements were normal. The physician elected to replace the device. Routine monitoring will continue.

Manufacturer narrative:
The reported field event of high out of range hv lead impedance was confirmed in the laboratory via device image. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event remains undetermined.